Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was checked for leaks prior to patient use, and no leaks were found. According to the reporter, the tube was put in patient use and cuff inflation issues were observed. The inflation line was cut, and the tracheostomy tube was reportedly replaced. No information is available on the amount of time the device was in use. No adverse health effects were reported to have resulted from event. Customer contact details requested.

Manufacturer narrative:
The reported bl vocalaid trach 8.0mm (B)(6) version was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the results showed no holes or tears detected in the cuff and the pilot balloon. Also, the one way valve was found without the red adapter. The complaint was confirmed.